Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic pelvic and vaginal area pain as well as severe pain during intercourse. Plaintiff claims to have experienced urinary and vaginal infections, urinary and fecal incontinence, erosion, and additional surgery. In addition, plaintiff suffers psychologically and emotionally.